Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 520 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose level. Customer did report symptoms related to the high blood glucose as feeling dizzy. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active at the time of the incident. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.